Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 31 mm transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported. Seven months and sixteen days post valve implant, an echocardiogram revealed increasing moderate paravalvular leak (pvl) and dilation of the left ventricle. A second 34 mm transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. Hemodynamics improved. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.